Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test strip port allegedly blocks test strip and the strips cannot go in smoothly. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): there was no casing issue. However, unrelated to the complaint the meter did not turn on due the defective crystal x1 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.